Event description:
It was reported that during a kyphoplasty, the biopsy needle became lodged in the vertebral body. When the surgeon tried to remove the needle, the plastic portion broke off. A back up was used. There was no surgical delay and no adverse consequences reported. The procedure was completed successfully.

Manufacturer narrative:
The device will not be returned to the manufacturer for eval.